Manufacturer narrative:
Additional information was added. The lot was manufactured between 22 and 23jun2018. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the returned photograph was performed; however, there was no evidence of a leak visible. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed on a revaclear 300 during patient treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.